Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had air in line alarm issues with secondary infusions. The process step during which these events occurred was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11 h11: the device was received for evaluation. A functional flow rate accuracy testing was performed and no air in line alarms went off during the test. A review of the event history log identified multiple air in line alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as true air in line alarm. This alarm is unlikely to cause or contribute to a death or serious injury were it to recur; the pump is operating as intended by detecting air in the line and alerting the user to an alarm condition. Should additional relevant information become available, a supplemental report will be submitted.